Manufacturer narrative:
Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure. Reportedly, the scope was cloudy. No pt injury was reported.